Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified veterinary surgical procedure, it was observed that the quick coupling device was making a rough grinding sound when passing a 1.45mm k-wire through. It was reported that there was nothing wrong with the attachment device and that it worked without any performance issues. It was reported that there were no delays in the procedure due to the event as unspecified spare devices were available for use. There was no human patient involvement as this was a veterinary procedure. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was making a rough grinding sound when passing through a k-wire was confirmed. An assessment was performed and it was observed that the device was running rough with a 0.6 k-wire, there was an unknown substance on the internal components, worn clamps and stop ring, and the ball bearings had seized. It was also noted that the device failed pre-repair diagnostic tests for untrue running, and gripping power and function. The assignable root cause was determined to be due to wear from normal use and servicing over time and improper cleaning methods, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.